Event description:
It was reported that this implantable pacemaker was explanted and the right atrial (ra) and the right ventricular (rv) leads were capped and left in-situ. No product allegations on the device nor the leads have been received at this time. A new system and a new ra lead were successfully placed. The new rv lead required multiple attempts, two in total, to be able to be successfully implanted. Additional information received advised after this device was implanted the leads started to fail. The physician elected to replace the system and the leads. The leads were not extractable, so they were capped and left in-situ. The device will not return for analysis, as it was disposed of. No additional adverse patient effects outside of the replacement procedure were reported.

Event description:
It was reported that this implantable pacemaker was explanted and the right atrial (ra) and the right ventricular (rv) leads were capped and left in-situ. No product allegations on the device nor the leads have been received at this time. A new system and a new ra lead were successfully placed. The new rv lead required multiple attempts, two in total, to be able to be successfully implanted. No additional adverse patient effects outside of the replacement procedure were reported.